Event description:
Customer reported, the table will not move. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found the cpu, control panel, and battery pack needed to be replaced. Customer has declined repairs.